Event description:
It was reported that during a selenia dimensions procedure the tube was found to be jerking , a field engineer examined the console and applied loctite and tightened hardware. A screw was found to be broken in the wheel. The vta wheel will be replaced. No harm to the patient or staff. No other information available.